Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 2017, a 23mm trifecta¿ gt valve was implanted. During routine follow-up, mild aortic regurgitation and tricuspid regurgitation was noted. On (B)(6) 2020, the valve was explanted and to pannus resulting in prolapse and limited leaflet mobility was reported. A 25mm edwards intuity elite valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information: h3, h6. Explant was reported due to regurgitation and pannus was noted. Leaflets 1 and 2 were torn and contained folds/retractions. Fibrous pannus ingrowth was present on the inflow and outflow surfaces of all three leaflets. No acute inflammation, significant calcifications or stent deformation were present. In the absence of any calcification or evidence for infection, the tears noted are consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined. However, the pannus noted on the inflow and outflow surfaces of the valve had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. In addition, the pannus noted could have contributed to the reported regurgitation.